Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low out of range pacing impedance measurements. Additionally a decrease in intrinsic amplitude measurements were observed with some loss of capture noted. The device also oversensed noise on the rate/sense channel resulting in inappropriate anti-tachycardia pacing (atp). Tachycardia therapy was programmed off until the lead could be revised. Subsequently, an invasive procedure was performed. It was noted that there was a break in the lead insulation. This lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.